Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat right subclavian artery with mild calcification and heavy tortuosity. The hi-torque 014 bmw hydro 3cm guide wire (gw) was advance to the right basilic vein the right subclavian vein when the gw separated in 2 pieces. Part of the gw was able to be removed; however, part of the gw remained in the patient. Therefore, a micro snare was used to remove the separated portion of the gw that remained in the patient. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, a definitive cause for the reported issue could not be determined; however, a subsequent treatment appear to be related to circumstances of the procedure. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. D9 - device available for evaluation updated from yes to no.